Event description:
The customer reported experiencing high blood glucose of 551mg/dl, and she attempted to treat with the insulin pump, but it was not working. The customer experienced nausea and vomiting. Advised the caller to seek medical attention, and stated that she is treating manually. The caller will wait for 30 minutes, and if the glucose level did not drop, she will go to the emergency room. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.